Manufacturer narrative:
Attempts to obtain additional information from the customer were made without success. Analysis will not be performed since the device was disposed. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #:(B)(4); webster 10 pole (disposed) us catalog# f6adp282rt lot: unknown. (B)(4).

Event description:
It was reported that the patient's blood pressure dropped and cardiac tamponade was confirmed. A pericardiocentesis was performed and the patient was transferred to cicu (coronary intensive care unit) for observation. It was noted that the patient had a pericardial effusion that was missed prior to the case. The patient was reported in stable condition.